Manufacturer narrative:
Valve malposition and embolization are known potential complications associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a inferior vena cava (ivc) position is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. The cause of the valve malposition is maybe due to patient factors (not provided) and/or procedural factors that may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The device remains implanted.

Event description:
As reported, during the procedure of a 29 mm sapien 3 valve in an off label case implanted in the inferior vena cava (ivc) , the initial valve landed slightly low. A second valve was implanted slightly higher successfully. The patent is in stable condition at the end of the case.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the engineering evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. During manufacturing of the sapien 3 valve, the sapien 3 valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. It should be noted that the thv was implanted in the inferior vena cava (ivc) for this case. The sapien 3 (s3) with the commander delivery system (ds) was indicated for right ventricular outflow tract (rvot) conduit or thv-in-surgical bioprothesis at the time of original implantation. Deployment of the sapien 3 valve in the ivc is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. For that reason, the IFU for tf (transfemoral) procedure in the pulmonic position was reviewed for relevant guidance for an s3 implant using a commander delivery system. The instructions were reviewed instruction for use (IFU) for commander ds with s3 pulmonic, procedural training manual pulmonic and no IFU/training deficiencies were identified. The procedural training manual provides guidance on thv positioning. Place the thv completely within the landing zone. Avoid positioning the distal (outflow) half of the thv within any residual stenosis which may affect proper leaflet function. Use different fluoroscopic views, if uncertain about positioning. Placement of the thv in the proximity of stenosis can result in thv movement during deployment. Use the fine adjustment wheel to control fine positioning of the thv. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for malpositioned thv was unable to be confirmed due to unavailability of relevant procedural imagery. No potential manufacturing non-conformance was identified. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter heart valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to thv malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally calcified landing zone, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. As reported, ''during the procedure of a 29 mm sapien 3 valve in an ivc case, the initial valve, landed slightly low. A second valve was implanted slightly higher successfully. The patent is in stable condition at the end of the case.'' In this case, there was no allegation or indication that a device malfunction contributed to the event. Per training manual, valve positioning and inflation technique may affect thv deployment characteristics. While a definitive root cause was unable to be determined, it is possible that procedural factors (improper valve positioning and deployment technique) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU, labeling and training manual inadequacies were identified. Therefore, no corrective or preventative action (CAPA) nor product risk assessment (pra) is required at this time.